Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the missing sealing around the objective lens, the cause was due to component failure without any design or manufacturing issue. And for the no image, the cause was due to a charge coupled device unit malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a missing sealing around the objective lens and no image. There was no patient involvement.